Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell, and the touchscreen became cracked and no longer functional. Reportedly, the touchscreen became "pixilated". Customer's blood glucose level was 209 mg/dl. Customer has insulin injections as alternate insulin therapy.